Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked display window corners and cracked battery tube thread.

Event description:
Customer called to report the insulin pump has a crack next to the battery cap. Blood glucose reading was 400 mg/dl. The damage occured due to the customer tightening the battery cap too tight. Advised that the insulin pump will be replaced. Nothing further reported.